Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2013. The initial reported event of [infection/erosion] was received on [2019-04-01]. Of note the serious injury is normally submitted via an alternative summary report that would have been due on [(B)(6) 2019]. Information was subsequently received on [2019-08-01]. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.